Event description:
The customer reported that the unit had broken pins on the battery pca.

Manufacturer narrative:
The unit was evaluated at philips, and the issue was resolved by replacing the battery pca.